Manufacturer narrative:
It was reported that the pt had a favorable outcome. Occlusion is listed in the instructions for use. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. In regards to occlusions, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects; anatomical criteria, anatomical conditions, important of accurate placement. Specific to this case the IFU states: "vessels that are significantly calcified, occlusive, tortuous or thrombus lined may preclude placement of the endovascular graft and/or may increase the risk of embolization." No product was returned for investigation; however, no evidence exists to contradict the substance of this report. The failure mode assigned to this case is occluded. This failure mode was determined based on the provided event description as well as the physicians comments: "occlusion of the graft formed the thrombus?" A definitive root cause cannot be determined or reported at this time. We will continue to monitor for similar complaints. The risk is insufficient per quality engineering risk assessment and remains at an acceptable level as a result of this complaint.

Event description:
An (B)(6) male pt underwent aaa repair on (B)(6) 2011. Aui was planned due to the occluded left common iliac artery to the common femoral artery. No problem was found in the access vessels prior to the procedure, but resistance was met when the mainbody delivery's system was inserted from the right femoral. Pta was performed using an 8x4 balloon catheter of another MFR, then the mainbody and the converter was deployed as planned. The iliac leg graft was placed in the external iliac artery because the bifurcation of the internal iliac artery could not be determined. No endoleak was observed so the physician performed fem-fem bypass. After angiography, it was found that there was no saturation, so the physician inserted a sheath from the femoral and performed angiography. It showed only to the external iliac artery, so he suspected occlusion by thrombus. Also a dissection was suspected from the way the wire guide moved. He inserted a wire guide from the right brachial artery for pull through technique, then placed a stent to the external iliac artery following pta using a balloon catheter. By this, the blood flow was improved and then the physician removed thrombus using a catheter. In addition, a weak blood flow in the left side was confirmed, and the procedure was completed. The pt had a favorable outcome.